Event description:
The hospital reported that during an off pup procedure the foot on the stabilizer broke off at the connection point with the arm. The reporter provided no other information. Per the report no patient complications occurred. The returned device investigated in december 2003 showed that the device was broken into multiple pieces.